Manufacturer narrative:
H.6 investigation summary: catalog # 445870, s/n (B)(6): the customer reported the instrument was reporting false negative results. No patient impact was reported. Through remote assistance it was determined that there was no error with the instrument and that the samples are processing in the instrument and giving results per protocol. The instrument was reported to be working satisfactorily. The root cause was not determined. This complaint is not being confirmed as no instrument malfunction was identified. Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. Bd quality will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that when using the bd bactec¿ mgit¿ 960 system, there was a false negative result issued. No patient impact reported at this time.

Manufacturer narrative:
E.1. Initial reporter addr 1: (B)(6) e.1. Initial reporter facility name: (B)(6) h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that when using the bd bactec¿ mgit¿ 960 system, there was a false negative result issued. No patient impact reported at this time.